Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep a certas valve, was suspected by the surgeon to not be flowing. He explanted and replaced with a chpv. No delays or additional adverse for patient.

Manufacturer narrative:
Additional event and patient information was received. This report has been updated to reflect this information.

Event description:
Additional information via legal notice received 15 jan 2019: on (B)(6) 2017, the patient was admitted of a large left cerebellopontine angle mass with hydrocephaly. An external ventricular drain was then placed for postoperative hydrocephalus management and the patient was taken to the ICU for care and recovery. The patient was discharged on (B)(6) 2017. On (B)(6) 2017 the patient was readmitted for signs of confusion, atazia, headaches and urinary incontinence. The patient was assessed with enlargement of cerebrial ventricles and normal pressure hydrocephalus. The patient underwent placement of a ventoperitoneal shunt and codman certas valve. Setting pressure was set at 4. Following discharge the patient continued to experience complaints of headache, confusion, and signs and symptoms of hydrocephalus despite repeated shunt setting adjustments. On (B)(6) 2017, the patient underwent a shuntogram with findings that "indicate a patent functioning vp shunt/valve system". The physician assessed persistent symptoms of hydrocephalus to a vp shunt/valve malfunction. A valve revision was performed and another device was implanted.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.